Event description:
After seeing the FDA consumer notice, consumer reports that a few weeks ago the toothbrush chipped her tooth while brushing. No defect of the brush was noted.

Manufacturer narrative:
Lot codes: head df1190f1, handle df1195a1, charger df1195g2. (B)(4). Device manufacture dates: head 7/9/2011, handle 7/14/2011, charger 7/14/2011.

Manufacturer narrative:
Additional information: product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: contract MFR. (B)(4). Heads and bodies are manufactured at the following location: contract MFR. (B)(4). Heads and bodies are manufactured at the following location: contract MFR. (B)(4). Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. Device not returned to manufacturer.